Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cgm unknown sensor reading. Customer's blood glucose was (bg) of 522 mg/dl. The customer declined to provide additional information or follow up regarding the issue.